Event description:
Related manufacturer reference number:1627487-2022-03743, related manufacturer reference number:1627487-2022-03764. It was reported that following electrocution, the patient experienced undesired nerve stimulation. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and both leads were cut to address the issue.

Manufacturer narrative:
The reported event for uncomfortable stimulation was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. Based on the review of the therapy delivery and magnet logs, there was no indication that stimulation was turning on or off by itself. The ipg was functionally tested on the autotester and passed all testing. In addition to this, the output stimulation was manually verified and there were no anomalies found.